Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(6), (B)(6) 2018: it was reported during biomedical engineering checks it was discovered that the vapr 3 foot pedal had an intermittent unidentifiable fault.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Additional event information received on (B)(6)2018. The issue was discovered during biomedical engineering checks, not in a procedure and it was not applicable. There was no patient consequences or impact to the user. Not applicable that the case was completed. Not applicable that the alternative product was readily available. The failure was noted during biomedical engineering check. The type of procedure that was involved was not applicable. The event occurred was not applicable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was not returned by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported that their device "had an intermittent unidentifiable fault." No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Furthermore, the lot number on file was not recognized which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).